Manufacturer narrative:
The operation history log for this pump shows that insulin was delivered in dose mode settings on (B)(6) 2004. The pump alarmed "downstream occlusion" and was turned off. When the pump was powered up, it was on "powerup in standard mode", an option that is pre-established by the customer. The rate reverted to the previously set primary rate of 95cc/hr and the user continued the infusion without re-programming the dose mode parameters. Less than 6cc were delivered at this rate before the pump was turned off. The pump was tested by the manufacturer and operated within specs.

Event description:
The customer reported that the pump was being used for an insulin drip at rate of 6cc/hr. When the pt was then transferred to the operating room, the anesthesiologist reported that the rate jumped from 6 to 94 or 96cc/hr. The pump was removed from use. The pt's blood sugar levels were checked and the pt was not injured.